Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump received partial display. The customer¿s blood glucose level was over 600 mg/dl. The customer had symptoms such as nausea, irritated and thirsty. The customer was treated with bolus. The customer reported that the insulin pump was not full partial display, but the screen had a weird discolor but then goes back to normal. The customer declined troubleshooting for high pressure test. The customer was advised that the pump was designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The insulin pump will not be returned for analysis.